Event description:
Litigation alleges pain, acetabular loosening, instability, friction and wear between metal on metal causing large amounts of toxic cobalt-chromium metal ions and particles in the blood, tissue, and bone, discomfort, inflammation, lack of mobility, severe skin rashes, extreme fatigue, creation of metallic debris, and inhibition of the ability to walk.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation alleges pain, acetabular loosening, instability, friction and wear between metal on metal causing large amounts of toxic cobalt-chromium metal ions and particles in the blood, tissue, and bone, discomfort, inflammation, lack of mobility, severe skin rashes, extreme fatigue, creation of metallic debris, and inhibition of the ability to walk. Update rec'd 09/02/2014 - plaintiff's preliminary disclosure form was received, which identified dob & doi information. Part/lot information was provided from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/09/2014. Update 3 dec 2014 - der rcvd. Added dor, surgeon and sales rep details, patient height, weight and activity level. Added expiry dates to cup and head, added sleeve and unknown stem. Updating reasons for revision as cocr / pain / metallosis / corrosion / osteolysis. Der states 'patient received a primary total hip on (B)(6) 2009 - 7hi summit/58 asr cup /51 asr head / ts neck. Patient complained of increasing pain in the hip over the last couple of years. Most recent labs showed a cobalt level of 16.3 and a chromium level of 6.2 on (B)(6) 2014. Also had trochanteric bursitis. 58 asr cup was removed. Substantial metallosis and corrosion was noted on the asr taper and neck of the summit stem. The neck was cleaned off as much as possible. A 62 gripton sector cup was placed w/a45 and 25 screw, a 44 + 4n liner and a 44 ts ceramic head.'

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 09/02/2014 - plaintiff's preliminary disclosure form was received, which identified dob & doi information. Part/lot information was provided from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/09/2014.